Event description:
It was reported that a home patient (hp) experienced a cassette leak and received a system alarm which occurred on the homechoice device, during fill 1. The hp was connected at the time of the event. During troubleshooting, it was noted that there was fluid coming from the cassette in the door of the homechoice device. The technical service representative (tsr) reviewed proper procedures with the hp and assisted in ending therapy. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.